Manufacturer narrative:
At a follow-up appointment with the implanting clinician on (B)(6) 2020, the implanting clinician noted that the patient was prescribed the wrong antibiotic for the infection. The implanting clinician prescribed a different antibiotic (type, dosage unknown, duration two weeks). The implanting clinician stated that an evaluation would be conducted after the two weeks to determine if an explant procedure needs to be performed. The implanting clinician stated the patient is prone to infections due to a surgery performed twenty years prior in which the patient contracted an airborne staph infection. Since then, the patient has also had periodic mrsa outbreaks. The patient's infection is reported to now be healing, and the patient does not want to explant the stimulator as it is providing pain relief. Product serial and lot information was determined on the affiliated charge sheet. Following review of sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used for lot swo190423, and sterile barriers were verified to be intact following packaging. Based on this information, the infection was confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the infection is attributed to user error, as active infections are listed as a contraindication in the product instructions for use.

Event description:
On (B)(6) 2020, the patient reported that the wound site appeared to be infected. On this date, the patient went to see the implanting clinician to follow-up on the infection. The implanting clinician prescribed oral antibiotic treatment (type, dosage, duration unknown). The implanting clinician believed the stimulator may have to be explanted to help with the healing of the infection.